Event description:
The complainant has reported that following 13 days of hospitalization for chronic diabetes and heart failure, a patient underwent pci treatment, during which partial cardiac assist using an impella 2.5, device was employed. The planned duration of the use of impella was 24 hours following the completion of the pci procedure. After approximately 8 hours following the initiation of impella support, the patient's plasma free hemoglobin was noted to be remarkably elevated. The physician elected to continue the use of the impella for the full 24 hours of support as originally planned prior to explanting the device. Reportedly, the patient subsequently developed acute renal failure for which he was treated with dialysis. The patient's plasma free hemoglobin concentrations had returned to baseline within 48 hours of explanting the impella device. It was later discovered that the device was mispositioned by the user throughout the duration of impella support. No other complications were reported to have occurred in relation to the use of the impella device.

Manufacturer narrative:
(Evaluation codes): results: device incorrectly positioned, hemolysis is not unanticipated, no device failure. Conclusions: device involved in event within specifications-no blood damage observed, device incorrectly positioned, incorrect position contributed to increased hemolysis, relationship of hemolysis to acute renal failure unknown- see narrative. A thorough failure investigation of the event and suspect device was conducted by the manufacturer. The evaluation involved visual, electrical, and functional examination of the returned pump; review of device manufacturing history records, console log data from the procedure, and patient's clinical data; and a follow-up interview with the physician. A review of the device history records and complaint data was performed. The affected pump #41053 was manufactured within lot #0025066. Of all units manufactured in this lot, 3 were not released for clinical use for unrelated reasons. No anomalies were revealed during the manufacture of this device. No other similar complaints have been received on any other device from the same lot. A visual inspection of the device was conducted using a borescope. No conspicuous details could be found. Functional testing of the pump was conducted in vitro multiple times, using a continuous flow blood loop designed to mimic in vivo flow characteristics. Several impella pumps from reserve inventory were tested in parallel as control devices. Additionally, the modified index of hemolysis (mih) was measured serially throughout the duration of this testing. The results of the in vitro testing were unremarkable, as the device demonstrated mih values of less than 50% of the acceptable limit. The pump was run without any technical issue and worked as intended throughout testing. No deviation from any performance and/or hemolysis specification for the device was identified. The data recorded by the console throughout the clinical procedure in question was obtained and examined. The logged data shows the aortic pressure reading on the console showed high systolic pressures. Within the first hour of impella support, the system had detected a decrease in motor current pulsatility and had alerted the user with multiple "pump position wrong" alarms accordingly. The clinical event details, including patient history and hematology parameters during the procedure, were reviewed. The patient had been hospitalized for 13 days prior to the procedure involved in the complaint and had undergone several diagnostic procedures including contrast enhanced computerized tomography. The dates and details of procedures within the timeframe leading up to the impella procedure were not provided, although, the physician stated that the patient presented a "very ill status". In fact, the patient required several blood transfusions prior to and during the use of the impella device. At the time of the use of the impella, the clinical lab values demonstrated a dramatic increase in the patient's plasma free hemoglobin (pfhb) of as much as 560 times the initial value as well as a reduction of hematocrit (hct) by approximately 25%. Follow-up interviews with the physician and attending staff were conducted to discuss details of the clinical event. The pump position alarms identified and recorded by console data were specifically addressed. The physician indicated that he believed the device to have been in proper position and offered fluoroscopic images of the implanted device for review. In contrast, all angiographic images revealed that the pump was too deep within the ventricle, which rendered the outlet area to be at the level of the aortic valve, under the valve leaflets. The physician had admittedly misinterpreted the geometry and location of the device under fluoroscopy at the time of placement, as he misidentified the 12 french section of the device to be the area of the outflow windows. Effects of a pump malpositioned in this way were discussed with the physician: the relative position of the device outflow could have resulted in high shear and therefore, could have contributed to an increased rate of hemolysis. The influence of the blood transfusions prior to and during the use of the impella is unknown. The relationship between the hemolysis and the acute renal failure in this particular patient remains speculative because of the patient's prior conditions and the multiple uses of contrast used prior to and during the impella procedure. Furthermore, the physician also reported that upon reviewing the case retrospectively, it was concluded that the patient's hemopathy was likely treatable prior to progressing to acute renal failure had in-house nephrology been consulted. The results of the investigation conclude that a technical failure or a design issue, e.g. Sharp edges or sucked particles, was not present and therefore, no malfunction of the device has occurred. Clinical event details and follow-up information obtained directly from the physician lead to the conclusion that a malpositioned implant contributed to the change in patient condition. The relationship of the hemolysis to the reported acute renal failure cannot be substantiated; therefore, a conclusive root cause of this cannot be determined. All impella pumps are inspected by an endoscope as final production steps before they are packed to ensure they are free of sharp edges or fibers, which could present a risk for increased hemolysis. As corrective and preventive measures, further internal testing will be conducted to investigate the effect of various positions of the pump at the aortic valve on blood shear rates and hemolysis. Additionally, the customer will be re-trained on correct positioning of the pump while using fluoroscopic guidance. No further corrective action is warranted at this time.